Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to power up. There was liquid contamination on the battery board and the l602 inductor was knocked off the bedside board. The cause for the failure was isolated to the contaminated battery board and the detached l602. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the patient was experiencing a battery charger/modem problem.